Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively the screw was inserted and rod was fixed while attempting to install the mas crosslink. The hex part of the mas crosslink set screw was broken. Screw head was remained in patient. Due to which procedure was delayed by less than 60 minute. Fragments of broken screw was remained in patient. No health damage in the patient was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.